Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m118782 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m118782, and test base part number 190-430 / lot m118782 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m118782 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
A customer reported a false negative result with the ID now covid-19 test with a kit-provided direct nasal swab. The customer reported that due to symptoms (not otherwise specified), a nasopharyngeal sample was sent to the state hygienic lab, generating positive results by cdc real-time pcr for covid-19 during a verification study. The date and time of testing at slh was not provided. The customer reported there was no death or serious injury and patient treatment was not delayed or impacted based on the ID now covid-10 result. The customer stated that the patient was admitted to the hospital on the day of the ID now covid-19 testing for a five (5) day stay. Patient treatment included imaging, antibiotics and fluids. The customer stated the symptomatic patient was not placed in isolation due ID now covid-19 test result. The customer stated the positive results from the cdc real-time pcr testing were received after the patient was discharged (discharged after 5 days). The customer confirmed there was follow up with the patient daily to monitor improvement based on the positive results. The ID now covid-19 product insert indicates that negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.